Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she was put on antibiotics. Patient also stated she had two urinary tract infections (uti) prior and she had none now.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported a return of symptoms a couple days after implant and a uti. The patient was advised to follow-up with their healthcare provider. Patient status is unknown at the time of this report. No device malfunctions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.